Event description:
It was reported by the customer during the breast biopsy using the mst8 probe, while deploying the marker the physician did not think the marker deployed so he removed the marker (introducer tube) and deployed a second marker. While taking post mammogram images they noticed two clips and the tip of the marker was in the biopsy site. They checked the marker and noticed that the tip had sheared off in the breast. The physician attempted to retrieve the tip, however was unsuccessful. Two markers are being returned for analysis, no markers have been replaced.

Manufacturer narrative:
The mammography manager was contacted for additional info. She stated the tip remains in the pt. She complains of intermittent pain but refuses to visit the radiologist. The manager also explained the radiologist thought the clip had not deployed, so he pulled the introducer tube out through the probe, at which point the tip apparently sheared off. He then placed a second clip in the pt. He knew the introducer tube should be removed with the probe, but did not do it this time. The device is not available for evaluation at this time. The batch history record was reviewed with no abnormalities noted. The instructions for use insert is included in the carton packaging and lists step by step directions on the correct method for use. Under instructions section of the insert, one of the caution statements reads "do not insert beyond the appropriate band or tip damage may occur." Under warnings in instructions, it states "failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear."